Event description:
New information received notes that post-paced t-wave over-sensing (pptwos) had re-occurred on the implantable cardioverter defibrillator (ICD). Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) exhibiting post-paced t-wave over-sensing. Programming changes were performed. Patient condition was stable.